Event description:
During treatment of a female pt the e series monitor was applied to the patient. The paramedic crew attempted a 12 lead EKG, at which time monitor provided error message "v6 lead off." The crew changed the electrode and attempted again, monitor still read "v6 lead off", crew then exchanged the monitoring cables with brand new set and attempted 3rd 12 lead tracing. Monitor still had error message of "v6 lead off". Crew continued to treat patient and took patient to closest hospital with unknown outcome.